Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had alarmed two pump errors. Customer stated that the insulin pump performed reset by itself. Customer's blood glucose level was 224mg/dl at the time of incident. The troubleshooting was stopped and customer just wanted insulin pump replaced. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected pump error on the pump error alarms during testing however, pump error alarm, found in the formatted history file due to a software error. No unexpected shutting off or resetting noted during testing. Pump received with scratched case and pillowing keypad overlay.